Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between january 18th ¿ 19th 2023. Seven (7) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak at the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered during setup prior to patient use. There was no patient involvement. No additional information was available.